Event description:
A mayfield skull clamp was involved in an unspecified incident. Reportedly the pt experienced an injury. Further clinical info has been requested but has not been received.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.